Manufacturer narrative:
H11: van gent mb, van der made wj, marang-van de mheen pj, van der bogt ke. Contemporary insertion of central venous access catheters in pediatric patients: a retrospective record review study of 538 catheters in a single center. Surg infect (larchmt). 2017 feb/mar;18(2):105-111. Doi: 10.1089/sur.2016.113. Epub 2016 oct 14. Pmid: 27740892. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal of "surgical infections" of article titled, "contemporary insertion of central venous access catheters in pediatric patients: a retrospective record review study of 538 catheters in a single center", that sometime post central line placement procedure by using bard hickman catheters in pediatric patients to analyze the rate of infections and complications after surgeon performed and to identify at high risk of complications, out of two hundred eighty one patients, two occurrences of arterial cannulation, one occurrence of compromised sterility, four occurrences of dislocation and twenty three occurrences of malfunction. The current status of the patient was unknown.

Manufacturer narrative:
H11: van gent mb, van der made wj, marang-van de mheen pj, van der bogt ke. Contemporary insertion of central venous access catheters in pediatric patients: a retrospective record review study of 538 catheters in a single center. Surg infect (larchmt). 2017 feb/mar;18(2):105-111. Doi: 10.1089/sur.2016.113. Epub 2016 oct 14. Pmid: 27740892. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported sterility compromised, catheter malfunction, dislocation issues and reported cannulation of artery issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4 (medical device catalog #), g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal of "surgical infections" of article titled, "contemporary insertion of central venous access catheters in pediatric patients: a retrospective record review study of 538 catheters in a single center", that sometime post central line placement procedure by using bard hickman catheters in pediatric patients to analyze the rate of infections and complications after surgeon performed and to identify at high risk of complications, out of two hundred eighty one patients, two occurrences of arterial cannulation, one occurrence of compromised sterility, four occurrences of dislocation and twenty three occurrences of malfunction. The current status of the patient was unknown.